Manufacturer narrative:
Analysis found motor seized and bearings corroded. Could not verify customers complaint of excessive heat. Handpiece was not running, item was not tested due to motor not running. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece is overheating during testing. There is no patient impact.